Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). No charge/ oob repair. Npi (B)(4). After investigation, the device module run time was 0 hours. This device meets the criteria per (B)(4) out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. (B)(4). Reported patient side occlusion during the check in process was unable to confirm. As received, the lvp detected motor stall, error 242.4030 when the door latch was opened during the homing process. The errors and the event logs were reviewed and confirmed that the lvp did detect motor stall when the door latch was opened during the homing process. Observation: loud grinding noise and channel error for motor_stall, error code 242.4030 was detected when opening the door. Root cause: the cause of error motor_stall error 242.4030 during the lvp homing process was isolated to the ail assembly part number tc10009495, sn: (B)(4). An interferences between the encoder wheel and the pump_enocder-led of the op1 is the main cause of pump_motor_stall, error 242.4030 when the door latch was opened... Conclusion: interference between the encoder wheel and op1 is causing pump_motor_stall error 242.4030 when the door latch was opened. The lvp failed to home. Misplace the op1 assembly during the ail board assembly is the main cause of an interference. Rework: recommend replacing ail assembly. Disposition: route to service for normal process.